Event description:
There are no warnings on cheap nonprescription sunglasses that say they do not stop uv radiation which is damaging to they eyes. I thought that since the FDA had standards for sunglasses that any sunglasses I would buy would provide uv protection. Instead of protecting the eyes, some brands of sunglasses damage the eyes because they cause pupils to open and admit more uv. Glasses that do not protect the eyes against uv should have a statement on their label saying that. Diagnosis or reason for use: protection of eyes from effects of uv from sun.